Event description:
It was reported that a deflation failure occurred resulting in patient complications requiring additional intervention. A 3.00 x 8 mm nc emerge was advanced and inflated at 12 atm for post dilation of a deployed stent. After attempted deflation of the balloon for 5 seconds, the device failed to fully deflate and ruptured. During removal, resistance was encountered and the device could not be withdrawn into the guide catheter. Optical coherence tomography was performed and revealed that half of the balloon (approximately 4 mm) detached and became stuck within the intracoronary stent. A snare was used in attempts to remove the device without success. The fragment was pushed to the distal end of the artery and could not be removed. The patient was transferred to cardiology intensive care and experienced chest pain, ventricular fibrillation and a myocardial infraction with occlusion of the distal left anterior descending artery. The patient is reportedly stable and an additional procedure is planned to control the result.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. The inner was severely stretched. A break was identified in the inner/wire lumen, located at 4mm distal from the distal markerband. The distal section of the break, including the tip was not returned for analysis. Examination of the balloon identified a complete a circumferential balloon tear approximately 6mm distal from the distal edge of the proximal balloon sleeve. The distal section of the balloon tear, including the tip and a section of the inner/wire lumen was detached and not returned. The distal markerband was slightly compressed. No other device issues were identified during returned product analysis.

Event description:
It was reported that a deflation failure occurred resulting in patient complications requiring additional intervention. A 3.00 x 8 mm nc emerge was advanced and inflated at 12 atm for post dilation of a deployed stent. After attempted deflation of the balloon for 5 seconds, the device failed to fully deflate and ruptured. During removal, resistance was encountered and the device could not be withdrawn into the guide catheter. Optical coherence tomography was performed and revealed that half of the balloon (approximately 4 mm) detached and became stuck within the intracoronary stent. A snare was used in attempts to remove the device without success. The fragment was pushed to the distal end of the artery and could not be removed. The patient was transferred to cardiology intensive care and experienced chest pain, ventricular fibrillation and a myocardial infraction with occlusion of the distal left anterior descending artery. The patient is reportedly stable and an additional procedure is planned to control the result.